Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. Functional evaluation revealed that the device failed to power on due to damaged button. Further investigation revealed failed button membrane, establishing a relationship between the device and the reported event. The root cause was identified as a damaged button. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a renasys go device was not able work properly; most of buttons on the equipment are not functioning. No case involved.